Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat functional mitral regurgitation (mr) with an mr grade of 4. The clip (unknown lot) was advanced to the mitral valve, however it became caught in chordae. The clip was freed without issue and several grasping attempts were performed. The clip was deployed. Two clips (80517u246, 80330u148) were implanted reducing mr to 1. On (B)(6) 2018, a follow-up echocardiogram was performed and found that the lateral clip had detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The patient was experiencing dyspnea and the mr had increased to 3-4. On (B)(6) 2018, a second mitraclip procedure was performed. One clip was implanted, reducing mr to 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). It could not be determined which of the two clips detached and resulted in single leaflet device attachment (slda); therefore, the manufacturing and expiration dates were provided for both implanted clips: part/lot: cds0502/80517u246, date of manufacture: 19-may-2018, expiration date: 19-may-2019; part/lot: cds0502/80330u148, date of manufacture: 30-mar-2018, expiration date: 30-mar-2019. The device was not returned for analysis. It could not be determined which of the two clips detached and resulted in single leaflet device attachment (slda); therefore, the lot history record (lhr) band complaint history risk assessment was done on both implanted clips. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots. Additionally, a review of the complaint history identified no lot-specific product quality issue from these lots. All available information was investigated and a definitive cause for the reported failure to adhere or bond and slda could not be determined in this case. The reported physical resistance appears to be a result of procedural circumstances as the clip got caught on the chordae. Additionally, the reported mitral regurgitation (mr) appears to be due to the slda. The dyspnea appears to be a cascading effect of the observed slda. The reported patient effect of worsening mr and dyspnea, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.